Manufacturer narrative:
Technical services discussed that a short circuit condition could indicate a device or a lead issue and could indicated a chance that the internal circuitry of the device may be compromised. At this time no additional information is available should additional information become available this event will be updated.

Manufacturer narrative:
Additional information received noted that the device and lead system were explanted and replaced. Upon return and analysis this event will be updated.

Event description:
--

Manufacturer narrative:
Upon reciept at our post quality assurance laboratory the lead was returned severed. Setscrew marks were noted on all terminal connectors. Laboratory analysis confirmed that all conductor wires of rate sense (rs+) had arcing damage. Most likely lead-on-can interaction resulted in damage, and in turn the reported clinical observation.

Manufacturer narrative:
Further information received noted that during the procedure the pace/sense of the rv lead was fractured. This lead was capped due to a lot of tissue over growth. A new device and lead were implanted successfully. This lead will not be returned, should additional information become available this event will be updated.

Manufacturer narrative:
This lead was recieved to our post quality assurance laboratory. Upon detailed analysis this investigation will be updated.

Event description:
Boston scientific received information that this patient received shock therapy which was appropriate and successful. After therapy was delivered it was noted that an error message was displayed. It was also noted that this implantable cardioverter defibrillator (ICD) displayed high out of range pacing impedances on the right ventricular channel. A revision was scheduled of this device and right ventricular lead. Meanwhile urgent analysis of this case was requested. No adverse patient effects were reported.